Event description:
It was reported that during a procedure, a polarx fit balloon catheter was selected for use. However, during the cooling process, the temperature displayed on the console remained abnormally high, around -10 degrees, for over 100 seconds. Occasionally, the temperature would drop, which caught the doctor's attention. It was then discovered that the way the catheter handle was placed was affecting the temperature readings. After adjusting the placement of the catheter, the temperature dropped to -54 degrees. Since this occurred at the final cooling site, the physician decided to finish the procedure using the original device. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a procedure, a polarx fit balloon catheter was selected for use. However, during the cooling process, the temperature displayed on the console remained abnormally high, around -10 degrees, for over 100 seconds. Occasionally, the temperature would drop, which caught the doctor attention. It was then discovered that the way the catheter handle was placed was affecting the temperature readings. After adjusting the placement of the catheter, the temperature dropped to -54 degrees. Since this occurred at the final cooling site, the physician decided to finish the procedure using the original device. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the polarx device was visually inspected to look for any defects that would have resulted in the temperature issue seen in the field. The device had no physical damage or defects. The polarx device was connected to the smartfreeze console in attempt to recreate the temperature issue seen in the field. The returned complaint polarx was tested using a cryo cable as a control. Two ablations were attempted and showed accurate temperature values. The temperature drop was as expected with no unexpected readings. The handle was manipulated during functional testing and there were no abnormalities observed. The polarx device balloon was dissected, and no damage or defects were observed to the thermocouple wire. The device had no damage or defects that would have led to the error observed in the field.